Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels. Customer¿s blood glucose level was 415 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised the auto mode feature was off and not automatically delivering insulin at the time they experienced high blood glucose levels. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions.